Manufacturer narrative:
Additional information: h6 complaint confirmed. One unpackaged ar-8737-37 batch 1392307 was received for investigation. Upon visual inspection, it was noted that the drill tip was broken off. Scratches were observed on the drill's connector. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.

Event description:
On 8/15/2023, it was reported by a sales representative via sems that an ar-8737-37 driver shaft, 1.5 mm hex, cannulated, had an issue. The driver tip broke in the comp ft screw and would not come out. This was discovered during an unspecified time on (B)(6) 2023. No case/patient involvement. Additional information was requested. On 8/25/2023, the sales representative stated the following information via phone: this occurred during use in a dip fusion procedure. The instrument was not used with power. The broken driver tip was removed from a micro comp ft screw 32mm, but the screw was damaged and could not be inserted fully. It also could not be removed by the surgeon, so it was left inside the patient but was not seated fully flush. There was no deviation from the intended procedure, and the procedure was completed. This caused a two-hour case delay, and additional anesthesia had to be administered to the patient. Additional information was requested. On 8/29/2023, the sales representative provided the following information via email: the lot number for the micro 32mm screw was not available. It could not be confirmed if a second surgery would be needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.